Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the battery drawer was broken and it was replaced. Analysis also found that the high rate cover, two battery latches and the heart flex lead were contaminated, that the upper case, lower case, three control knobs, two side bail covers and the ring cover were broken and one battery release spring and the ring were bent. (B)(4).

Event description:
It was reported that the battery drawer on the external pulse generator was hard to close. It was further requested that the generator receive a calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Event description:
It was reported that the battery drawer on the external pulse generator was hard to close. It was further requested that the generator receive a calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.